Event description:
This lead was explanted and replaced due to noise possibly related to subclavian crush. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 37.5 cm proximal to the lead tip. Only the distal part was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The analysis demonstrated a rubbed through insulation at the distal part of the lead fragment. These findings can be considered as the root cause for the observed noise issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and a nearby lead. This damage resulted from excessive friction from the outside. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.